Event description:
It was reported that during implant, the programmer noted the superior vena cava coil (svc) impedance as greater than 200 ohms. The lead is known to not have an svc coil. There were no lead issues reported. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined.the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.